Event description:
During coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in a calcified and tortuous diagonal (dx) artery. The distal end of the taxus express2 2.5x12mm drug eluting stent shaft broke during the procedure. The fractured portion was able to be removed with a snare. No pt complications occurred. Pt satus is satisfactory.